Manufacturer narrative:
The tech replaced the brake casters to repair the stretcher.

Event description:
Info received indicates the brake caster will lock into brake, but continue to swivel if pushed.